Event description:
Coil stretched. This pt was undergoing coil embolization within a wide neck aneurysm measuring 6mm x 13mm in the right carotid terminus. A 22 mm enterprise stent was placed without difficulty, the vessel diameter measured 3 to 3.5mm. During advancing the first coil thru the stent the physician felt resistance. When he pulled back the coil, it was noted to be stretched a significant amount. The physician removed this stretched coil from the echelon microcatheter without difficulty. He continued the procedure without any add'l delay or complications. Pt was in stable condition until the last coil. When the last coil was deployed, the aneurysm had ruptured. Physician did not attribute the rupture to the stretched coil. The rupture occurred after the pt became semi-awake & moving due to lack of appropriate anesthesia. Therefore, the prod complaint is pertaining to the stretched coil, not the aneurysm rupture.

Manufacturer narrative:
The prod has been returned for eval and testing, however, the engineering eval is not yet completed. Add'l info will be submitted within 30 days upon receipt.